Manufacturer narrative:
Investigation results: conmed linvatec is unable to perform an investigation on this device because the customer has not released the device. In addition, linvatec's requests for additional info remain unanswered. A follow-up report will be sent if the device becomes available for evaluation. A review of product history for the past 2 yrs shows no other reports for this type of failure. Conmed linvatec will continue to monitor this device for trends. At this time, conmed linvatec plans no corrective action.

Event description:
The customer reported that during use of this drill, "it jumped and ripped the pt's ear." At this time, the extent of the injury and the status of the pt are unk.